Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient failed to recharge the scs ipg (for around a year) since medications provided better relief. In turn, the ipg could not communicate and was inoperable. Surgery may be undertaken to address the issue.

Event description:
It was reported that patient had their ipg explanted and replaced. Effective stimulation was restored post-op.